Event description:
It was further reported that the issue occurred when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal 2-3 days post procedure. Furthermore, the patient was discharged home following procedure. The patient reportedly felt weak over the next few days with progressive lethargy and encouraged to go to his local ER. He was admitted to ICU locally and dx with gram neg sepsis ¿ though his lfts were decreasing, it was thought that biliary sepsis was the likely etiology in the absence of other causes.

Manufacturer narrative:
Common device name: fge catheter, biliary, diagnostic - biliary stent - metal.

Event description:
As reported by the initial reporter: two to three days after the patient underwent an ercp procedure in which the evolution biliary controlled-release stent - uncovered was used, the patient had biliary sepsis.